Manufacturer narrative:
(B)(4). The data log was provided by the patient. The data was reviewed on 05/15/2015 and could not confirm the reported event of intermittent audio output.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced intermittent audio output. No additional patient or event information is available.